Manufacturer narrative:
Batch review performed on 11 november 2021. Lot 04-1683: (B)(4) items manufactured and released on 25-feb-2005. Expiration date: 2009-11-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event since 2017. Clinical evaluation performed by medical affairs director: 15 years after primary cementless tha, a trauma causes pelvic fracture and consequent mobilization of the acetabular cup. During revision surgery, the stem is deemed loose too and replaced. No reason to suspect a faulty device as the root cause for this adverse event. Additional item involved in the event, batch review performed on 11 november 2021: cup: versafitcup cc 01.26.50mbt acetabular shell cc ø 50 lot. 060775 (the item is not registered in USA). Lot 060775: (B)(4) items manufactured and released on 10-jul-2006. Expiration date: 2011-may-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event since 2017.

Event description:
The loosening of the cup was noticed in a control x-ray, the loosening of the stem was noticed during surgery. Loosening was maybe due to a trauma of the patient. Revision surgery was performed 15 years and 2 months after primary, all implants were replaced.